Event description:
Customer reported receiving imprecise sequential readings. In blood glucose tests, customer received readings of 10 mg/dl and 150 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.